Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The product investigation could not identify a root cause for the reported event. There are no other complaints in this lot. Customer and technical affairs were contacted to assist the customer with their concerns. Investigation has been completed based on current information. No further action warranted at this time. Based on our current tracking, there are no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer six patients experienced toxic anterior segment syndrome (tass) following a cataract extraction procedure's. A completed questionnaire was received indicating the patient experienced iris prolapse was during surgery. The patient required additional medical treatment with compounded antibiotic, steroid and non steroidal drops in the right eye. Current patient condition was not reported. This report represents patient five of the six patients.